Event description:
The patient experienced a dissection that may have been caused by the balloon guide catheter. The dissection was stented. There is no further patient or event information available.